Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt lost stimulation and was unable to turn the stimulation up to perception on most programs. Lead contacts 1-8 exhibited invalid impedance during reprogramming efforts, but the pt received adequate coverage with the use of one lead. There are no plans to replace the lead or ipg at this time. This report is being submitted as a precautionary measure as similarly reported events have led to an explant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.